Event description:
It was reported to boston scientific that during a bronchoscopy with needle aspiration the excelon transbronchial aspiration needle bent. The scope was inside patient, the needle was being advanced down the scope and at about 8cm in the needles metal coil bent, making the device unusable. The case was completed with another of the same device and the patient condition is fine.